Event description:
This is 1 of 1 reports for complaint (B)(4).

Event description:
During a hardware removal procedure, the first screwdriver used broke at the handle. The replacement screwdriver had the tip of the shaft break. Subsequently, a third screwdriver was used to complete the hardware removal. No delay to procedure. No patient consequence reported. This driver has a broken tip.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned 314.115 device, lot 4461162 was returned with a slightly angled axial crack through the phenolic handle originating at the dowel pin which secures the handle to the shaft. The handle cracking is due to over torquing of the device. This device was manufactured in august 2002 and is over 10 years old. The design was reviewed and is adequate for its intended use and did not contribute to the complaint condition. This device's handle was manufactured from phenolic le grade linen which is a standard material used to make synthes instrument handles. (B)(4). This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. The device is over 9 years old and show significant wear and tear. The design was reviewed and is adequate for its intended use and did not contribute to the complaint condition.

Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed and no issues were found during manufacture that would be relevant to this complaint condition. The device was returned and the investigation is ongoing.